Manufacturer narrative:
The serial number for the cobas e 801 module used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 801 was 386646 with an expiration date of 30-may-2020. The ft4 iii reagent lot used on this cobas e 801 was 380330 with an expiration date of 31-dec-2019. The ft4 ii reagent lot used on this cobas e 801 was 363195 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e 801 was 348359 with an expiration date of 31-oct-2019. The investigation determined that calibration and qc at the investigation site were acceptable. To the mathematical differences of the tsh and ft4 and ft3 values generated with the analyzers from roche diagnostics and abbott. It needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient sample on a cobas 8000 e 801 module. The patient sample was submitted for investigation. There were discrepant results identified for elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii from the customer's e 801 and the e 801 used at the investigation site compared to the abbott architect method. There were discrepant results identified for elecsys ft4 ii assay from the e 801 used at the investigation site compared to the abbott architect method. The results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft4 iii results, and medwatch with patient identifier (B)(6) for information on the ft4 ii results. The customer's cobas e 801 serial number (B)(4).